Event description:
Information was reported by a healthcare professional (hcp) via a company representative regarding a patient receiving hydromorphone (10 mg/ml at 0.061 mg/day) and bupivacaine (15 mg/ml at 0.091 mg/day) from an implanted pump. The indication for use was spinal pain. On (B)(6) 2016, it was reported that the patient had experienced overdose symptoms on (B)(6) 2016, the evening after the pump refill. The patient went to the emergency room where they were evaluated and sent to their managing hcp. The hcp put the pump in minimum rate and would manage the patient with oral meds on (B)(6) 2016. The pump would be emptied to current drug and refilled with a lower concentration, a side port aspirate had been planned to empty the pump tubing as well. It was noted that with the current drug concentration the daily dose could not be lowered enough. At the time of the report the patient was alive with no injury. Additional information was reported by the rep on 2016-06-07. At the pump refill no change had been made with the medication other than a different compounding pharmacy had been used. The patient's symptoms started following the refill and included nausea, lightheadedness, and anxiety. The patient's pump was programmed to minimum rate on thursday ((B)(6) 2016) and the patient returned to the office on friday afternoon ((B)(6) 2016) for pump refill and side port procedure. The pump reservoir was emptied of close to 40 cc of medication that was used earlier in the week at the refill, the reservoir was rinsed twice, and the pump was refilled with the concentration that was ¿cut in half¿ for both pump medications. The catheter was aspirated but as during the process to aspirate and prime and aspirate the catheter the patient became lightheaded, dizzy and nauseous. The side port procedure was aborted and the pump was left in minimum rate. The patient was evaluated in the emergency room again and discharged to home. The plan for this patient is to manage on oral medication and schedule a pump catheter and pocket revision. On 2016-06-22 the rep reported additional information; a revision had been planned but not scheduled. The patient was doing okay and the overdose symptoms had resolved with oral medications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.